Event description:
Major pump unit(s) involved: blood pump. Additional text: xve device failure. Specific component(s) involved: pump drive unit malfunction. Additional text: xve device malfunction - bearing failure. Causative or contributing factor: no specific contributing cause identify. Intervention(s): replacement of driveline; replacement of pump. Implant device type: lvad.

Event description:
Major pump unit(s) involved: blood pump. Additional text: xve device failure. Specific component(s) involved: pump drive unit malfunction. Additional text: xve device malfunction - bearing failure. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): replacement of driveline; replacement of pump. Other intervention: implant device type: lvad. Malfunction device type:.

Event description:
Major pump unit(s) involved: blood pumpspecific component(s) involved: pump drive unit malfunction